Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, the customer reported issue ¿air in line alarm" unable to be reproduced. Air in line testing could not be performed due to constant reload set. A review of the event history log revealed multiple occurrences of air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream (ultrasonic) sensor reading out of range. The ultrasonic assembly will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air-in-line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.